Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The functionality of the device was tested and no anomaly was detected. The device was found to function normally.

Event description:
It was reported that after initial implant, the lead had dislodged. The lead was repositioned. It was later reported again that the lead dislodged to the right atrium. The patient went into af and consequently, received shocks and went into vf. The patient expired.